Manufacturer narrative:
Visual and functional analysis was performed on the return device. The reported cuff miss was observed a as bilateral needle to cuff miss. The reported difficult to remove vessel could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The patient effects of hemorrhage and vascular tissue injury are listed in the prostyle instructions for use (IFU) as a potential adverse event associated with use of the suture mediated closure devices. Per the IFU: do not advance or withdraw the perclose prostyle device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose prostyle smc device should be avoided, as this may lead to significant vessel damage and/or breakage of the device, which may necessitate intervention and/or surgical removal of the device and vessel repair. In this case, the reported IFU likely contributed to the reported difficulties. Based on the information provided and return device analysis, a conclusive cause for the reported difficulties could not be determined. It is likely that an interaction with patient anatomy or inability to maintain position/stability of the device during deployment contributed to the observed bilateral needle to cuff miss. The return device condition indicates the device was removed with foot deployed. Removing the device with the foot deployed and with force likely contributed to the reported patient effects. The subsequent treatment appear to be related to circumstances of the procedure. In this case, the reported IFU deviation likely contributed to the reported difficulties. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that closure of an unspecified access site was attempted using a prostyle device. Reportedly, when the physician pulled on the inside handle of the prostyle device, there was no thread attached. There was no longer possible to easily remove the prostyle, as it was completely blocked in the artery. As a result, it was removed by force. This caused a large lesion in the arterial wall with significant bleeding. Surgical intervention (thromboendarterectomy) was needed which confirmed the presence of a large lesion in the arterial wall. A plasty patch was used to achieve hemostasis. There was no adverse patient sequela. A clinically significant delay in the procedure was reported. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6: medical device problem code 2017: excessive force.